Manufacturer narrative:
The reported events of failure to capture, failure to sense, and high impedance were not confirmed. A complete lead was returned. Electrical testing did not find any indication of conductor fractures or internal shorts. Failure event observed during analysis. Final analysis found a metal clipping in the middle region of the lead.

Event description:
It was reported that the patient presented for a scheduled procedure. During procedure the right ventricular lead exhibited loss of capture, no sensing and high pacing impedance. Several attempts were made to reposition the lead, but the issue continued. The lead was not used, and a new lead was implanted successfully. The patient was in stable condition post-procedure.